Event description:
Customer reported the beam exceeds visible image by 6.1% of 23 sid on mag 1 only. No patient injury was reported.

Manufacturer narrative:
Possible aro. A ge representative evaluated the system and adjusted the collimator to within federal and state specs. System operates as intended.